Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4)) was performed by a zoll service technician. The reported complaint of a (B)(4): 09 (air trap assembly) was confirmed during review of the retrieved event log. To resolve the issue, the faulty air trap sensor was replaced. The root cause to the faulty air trap sensor was found to be a burned spot at the emitting circuit board. Saline stains were also found on the faulty air trap sensor. To ensure the console is functional without issue, the air trap sensor and air filter were cleaned. The console passed functional testing and the electrical safety test with no issues found. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
Thermogard xp ivtm console (sn: (B)(4)) continually displayed a mid: 09 (air trap assembly) message prior to patient use. A secondary thermogard console was used to begin and complete patient's temperature management therapy. There was no report of patient consequence as a result of the reported issue.

Manufacturer narrative:
Manufacturer narrative correction: inadvertently submitted MFR 3010617000-2018-00086 fu1 supplemental report in error. In formation in h10 was for supplemental was for MFR 3010617000-2016-00086.

Manufacturer narrative:
The device was returned for evaluation. The reported of platform will not power on was confirmed. The autopulse platform (sn (B)(4)) would not power on during functional testing as the power switch cable was defective. To remedy the reported issue, the power switch processor board and cable will be replaced upon customer approval. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).